Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that alerts for high, out of range, high voltage lead impedance and low pacing lead impedance were observed. No patient symptoms were reported. No further information is available.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via diagnostic imaging. Lead to be monitored.

Manufacturer narrative:
(B)(4).